Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. Loss of capture and heart rate below the lower rate setting were noted post operatively. The implantable pulse generator (ipg) and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.